Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during set up of the system, the equipment shut down by itself. There was no patient involvement.

Manufacturer narrative:
The customer reported that the system shut down prior to a procedure. There was no patient involvement. The company representative examined the system and was able to replicate the reported event. The baseboard printed circuit board (pcb) was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on june 27, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming baseboard printed circuit board (pcb). (B)(4).